Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: the device was not be returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. One complaint (1 product), this one included, has been recorded on tess anatomique, from (B)(6) 2018 to (B)(6) 2021 on revision due to loosening. According to available data, the root cause of the event can't be determined. However, there is no evidence that the event is related to the product. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions.

Event description:
This patient had his first surgery several years ago for a tess anatomic (with a cemented glenoid). Dr rio revised him for a glenoid loosening, with a tess reversed. The patient was doing very well postoperatively, but felt a sudden pain one day, several weeks post op, and it appeared that the reverse head was dissociated from the baseplate. This dislocation has been reported in (B)(4). The patient dislocated again, which is investigated in (B)(4). The current complaint handles the first revision. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record could not been reviewed as the lot number was not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information isfound which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
This patient had his first surgery several years ago for a tess anatomic (with a cemented glenoid). Doctor rio revised him for a glenoid loosening, with a tess reversed. The patient was doing very well postoperatively, but felt a sudden pain one day, several weeks post op, and it appeared that the glenosphere was dissociated from the baseplate. This dislocation has been reported in (B)(4). No additional patient consequences were reported.